Event description:
It was reported the suture broke. During preparations for a drainage procedure a flexima¿ apdl drainage catheter was selected. When the device was unpackaged it was noted the suture was not attached to the pig tail. The device was never introduced to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the suture broken. Also the metal cannula was received loaded inside the catheter, it was found bent/kink at the distal section, also it has evidence of use (residues). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the suture broke. During preparations for a drainage procedure a flexima¿ apdl drainage catheter was selected. When the device was unpackaged it was noted the suture was not attached to the pig tail. The device was never introduced to the patient.